Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fse) completed troubleshooting of the instrument. This involved parts replacement which resolved the issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.

Event description:
The customer observed a falsely elevated magnesium result generated using the architect c4000 analyzer. The following data was provided (mg/dl), the normal range used by the customer is 1.8 to 2.6. (B)(6): initial 9.4, repeated 1.9, on another analyzer. No impact to patient management was reported.